Event description:
It was reported that the pump touch screen was unresponsive. Additionally, the pump was damaged in the area where the cartridge is loaded causing the customer difficulty with loading a cartridge. There was no reported impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.